Event description:
It was reported a spinal fusion (l5) for a spinal stenosis occurred on (B)(6) 2026. Viper prime was used in the tlif surgery. The surgery was completed successfully without any surgical delay. After the surgery, it was found during a pre-discharge examination that the screw had migrated inward (left side l5). The patient did not have neurological symptoms but the revision surgery to replace the screw was performed on (B)(6) 2026. Same size of the screw was inserted but no other implant was used for the surgery because the screwdriver which after use the tab was broken off. The revision surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.